Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 328 mg/dl due to being ill with a cold. During the time of the reported event, the customer requested to perform a system check with tandem technical support to ensure that the pump was performing as intended. System check with tandem technical support was performed and showed that the pump was performing as intended. Customer was referred to health care provider for possible factors that may affect bg levels. The customer acknowledged the information and confirmed that the infusion site would be changed, and insulin delivery would be resumed.